Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 6f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced to predilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The device was loosely folded. When an inflation device filled with water was used to inflate the device, water was found to be streaming from the balloon material. Microscopic inspection revealed a pinhole in the balloon material 10mm from the tip of the device. Microscopic inspection of the markerbands found no irregularities or defects. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 6f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced to predilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.